Event description:
The patient contacted animas on (B)(6) 2013 alleging that the okay button on the meter does not respond at all. There is no reported adverse event with this complaint. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2014 with the following findings:the meter powered up normally and paired successfully with test pump s/n (B)(4). No errors occurred during the investigation. Meter has software version v01.11. All keys on the meter keypad are fully responsive to user presses. Investigators were unable to duplicate reported complaint. Unrelated to the complaint, the display lens was scratched and the keypad symbols were worn.